Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor issues. The family member initially reported the patient was having issues with the device and stated it hasn't been working. The stimulation gets strong and then weak and the patient said it is hurting her. The patient also mentioned her hip hurts next to where the device is. The stimulation issue started a few months prior to (B)(6) 2016 and the hip hurting began about 4 months prior.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was also implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.